Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 8 days ((B)(6) 2024 ¿ (B)(6) 2024 per time stamp). The backup battery fault alarm activated on (B)(6) 2024 at 09:08:44 due to a load test fault. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. The alarm resolved after the battery was reseated at 10:24:33. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial number (B)(6), was not returned for analysis. Additional information provided stated that this patient has had a history of persistent backup battery faults. Backup battery faults resulting in battery exchange occurred on (B)(6) 2022, (B)(6) 2023, and (B)(6) 2023. On (B)(6) 2023 the patient reported another backup battery fault and the team elected to replace the patient¿s primary controller. The center completed a controller exchange which resolved the problem. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault, no external power, and power cable disconnect alarms. Heartmate 3 IFU section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was not returned for analysis; however, the backup battery, serial (B)(6), was returned for evaluation and testing and was found to operate as intended during analysis. The backup battery went through multiple load tests and self-tests and no backup battery fault alarms reproduced during testing. The 11v battery was inspected and accepted into the storage location on 04apr2023. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault, no external power, and power cable disconnect alarms. Heartmate 3 IFU section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the emergency department with a backup battery (ebb) fault alarm. The patient's ebb was replaced with new one. It was noted that the patient had a persistent ebb fault history. Log files were submitted for review and confirmed ebb faults and no external power alarm due to a loss of power to the mpu on (B)(6) 2024. There was no interruption in pump support during this event as the ebb supported the system. The remainder of the file was unremarkable. The cause of the ebb fault alarm was not identified, and the patient had multiple ebb exchanges until a system controller exchange was completed which ultimately resolved the issue. Related manufacturer reference number: 2916596-2024-00557.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.